Event description:
It was reported that patient presented for scheduled procedure. It was noted that patient's right ventricular (rv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2024. Patient condition was stable.